Event description:
1. Fragmentation of lens on removal from eye resulting in three pieces, one of which took 2 hours to extract. 2. Frequent tears in lenses. 3. Uneven edges of lenses of above can cause a range of problems from minor irritation to corneal scarring.